Manufacturer narrative:
Additional information: h7, h9.

Event description:
The customer reported the device had a "flow blocked error message but not actually blocked". No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced iui right side due to communication error, replaced iui left and rear case. Replaced dim u2, u3 on display board. A review of the device history record for sn (B)(4) was performed from date of manufacture 10/07/2008 to the present date 12/09/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported the device had a "flow blocked error message but not actually blocked". No patient involvement.